Event description:
It was reported that the physician had a problem getting noise-free readings with the accuread 2.0, but had no problems with accuread 1.0. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).